Event description:
The duett sealing device was deployed following a visceral angio (via a 5f sheath in the right common femoral artery). The pt had symptoms of an arterial occlusion (noted as a cold, pulseless leg and foot) immediately post duett deployment. The event was treated with a surgical thrombectomy, with good pt outcome following surgery. No further complications were noted. Deployment and appropriate pt selection was reviewed with the physician.